Event description:
During pt transport to the ICU while the pt was being manually ventilated using an ambu bag, the rear assembly that connects to o2 reservoir separated from the bag. The event was not reported to have any influence on the situation of pt.